Manufacturer narrative:
The reported event was confirmed. The root cause for the reported event could not be determined. The device was evaluated upon receipt. During evaluation it was found that the device label was missing from control panel bracket. 3 clear labels were replaced due to missing cp bracket label. The arctic sun passed functionality testing in compliance with manufacturer specifications, functions normally and is ready for use. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The labeling and IFU revision accompanying this serial number is not recorded in the DHR. The instructions for use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Based on the results of the investigation, no additional actions are needed. Corrections: b, d, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that a user called to state that the arctic sun device boots to a black screen. Per sample evaluation results received via task on 13mar2026, it was reported that the device label missing from control panel bracket. Missing shock sensor. During repair, it was found that the screw securing the io card was stripped and stuck in the card cage frame, with the head broken off. The io manifold was found to be an old style manifold, with the bypass valve's hole restricting or limiting the effectiveness of flow adjustments. The flow meter was found to be sticking. During repair, all tank seals were found worn or torn.

Event description:
User called to state that the arctic sun device boots to a black screen. Per sample evaluation results received via task on 13mar2026, it was reported that the device label missing from control panel bracket. Missing shock sensor. During repair, it was found that the screw securing the I/o card was stripped and stuck in the card cage frame, with the head broken off. The I/o manifold was found to be an old style manifold, with the bypass valve's hole restricting/ or limiting the effectiveness of flow adjustments. The flow meter was found to be sticking. During repair, all tank seals were found worn or torn.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.